Event description:
Paramedics responded to a patient, condition unknown. The device was connected to the patient with ECG leads and disposable defibrillation/ECG electrodes for external pacing. According to the reporter, the device alarmed "connect cable" and would not pace the patient. Patient outcome is unk, but there were no reports of any adverse affects as a result of the device use.

Manufacturer narrative:
Therapy cable and therapy connector. Medtronic evaluated the device and observed a low voltage pin from the therapy cable broken off in the corresponding socket of the device therapy connector.